Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.

Event description:
Increased spinal compression fractures [spinal compression fracture]. Other symptoms associated with zinc poisoning [metal poisoning]. Tingling in extremities [paraesthesia]. High instances of gastrointestinal problems [gastrointestinal disorder]. Intentional device misuse (used fixodent denture adhesive 3+ times daily) [device misuse]. Case description: a regulatory agency representative reported that they were notified by a consumer, gender and age unspecified, who used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive, 3 plus times daily on dentures (intentional device misuse) beginning 1995 to present, and reported the following: noted increased spinal compression fractures and other symptoms associated with zinc poisoning, began noticing tingling in extremities, and noted high instances of gastrointestinal problems. The case outcome was not recovered/not resolved. No further info was provided.